Event description:
Tech reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during self-test phase of the device start up on two separate occasions. The device then alarmed due to high conductivity. There was no pt injury or medical intervention associated with either incident.